Event description:
Additional information was received from the patient. They reported that they had fallen off their roof in 1983 and landed in frozen snow and had to had a few surgeries. They stated that they now had the arthritis device and were trying to reduce their pain. They had some relief and were using tramadol in addition. When asked what steps were taken to resolved their loss of therapy they stated that after 45 yeas they were trying to keep the pain tolerable. They doubted that they would be able to cure it at this point.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a patient. Who was implanted with an implantable neurostimulator (ins). The reason for call, was patient stated, they were out in their garage and they fell down and landed on their face on tuesday. Patient said now, their stimulator wouldn't react, when they hit stimulator start. Agent asked, patient clarified they were not feeling stimulation anymore. And they were before they fell. Patient unlocked controller, during the call and reported controller 100%, implant 70% and recharging. Patient confirmed, stimulation was on in group b. Agent asked, if patient was getting therapy relief now. And patient said, they thought, they were this morning. But then, they moved around a little bit after breakfast and didn't think they were anymore. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.